Event description:
Valiant evo stent grafts were implanted in the endovascular treatment of a 52mm fusiform descending thoracic aortic aneurysm into zone 2 of the aortic arch. It was reported that at the 12 month follow-up, stent ring enlargement was noted on stent graft vemf4343c225cu (stent ring enlargement of >1mm but <(><<)>2mm detected). Then on further imaging at the 36 month follow-up the stent ring enlargement was also observed. The total change is stent ring diameter is 3.9mm. There was no endoleak, fracture or aneurysm enlargement noted. The sponsor assessed the event as non serious, related to device and not procedure related. No cause was reported. No additional clinical sequelae were reported and the patient will be monitored. It was reported on 48-month imaging that crf stent graft expansion occurred- 46mm diameter at 96mm above the celiac. 47mm diameter at 184mm above the celiac. Maximum diameter of the descending thoracic aortic aneurysm is 56mm. No endoleak present. From the follow-up 48-month imaging, there was an increase in stent ring enlargement +4.2 mm difference from previous imaging. Corelab has noted a continuing stent ring enlargement device deficiency on 48 month imaging. Measured stent ring size for maximum enlargement has increased from 46.9mm at 36 months to 47.2 mm at 48 month imaging. Core lab review of CT imaging from 55 months identified stent ring enlargement on vemf4343c225cu((B)(6)) of + 3.5mm, 2.3mm, 1.8mm(new) and 1.7mm(new). No endoleak, stent fracture , stent ring displacement or aortic enlargement was observed. On 60 months follow up ongoing stent ring enlargement on vemf4343c225cu((B)(6)) was noted as +3.8mm, +2.2mm, +2.1mm and +2.0mm

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.